Event description:
During insertion of the screw into the locking hole of the plate, the screw broke and remained in the patient. The remaining piece of the broken screw was discarded at the hospital and will not be returned. This report is related to report number: 3025141-2022-00037 which is on the screw. This report is on the plate.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. The device history record was reviewed to ensure each manufacturing and inspection operation was performed. No anomalies were found. The issue will continue to be monitored and trended.